Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 309 mg/dl with polydipsia and extreme drowsiness associated with a leaking cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the cartridge was leaking. Reportedly, there was a luer lock leak. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a luer lock leak.